Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer noticed a burning smell coming from the architect analyzer. They also reported having r1a pressure errors before the smell began. During site visit the field service engineer looked inside the analyzer and at that time saw smoke. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
An investigation was performed which included a review of the information provided by the abbott field service engineer, the service history of the instrument, tracking and trending metrics, as well as labeling and safety specifications for the architect. The customer detected an electrical burning odor from architect c1600284 and shut the analyzer down. They also observed error code 3382 [unable to process test, internal wash pressure (low) error (reagent 1a) pipettor] multiple times prior to the burning odor. During the same day site visit for the issue, the field service engineer (fse) powered the analyzer up and he confirmed the burning odor and observed smoke rising from the r1a pressure monitor (pm) sensor. The analyzer was powered off and the pm sensor was removed for inspection. The fse observed that the pm sensor assembly showed 'plastic had melted and the connector crumbled' with 'corrosion seen on the connector.' The pm sensor assembly (part number 7-86320-01) was replaced and a successful calibration was completed. Upon closer inspection of the pm sensor area, the fse noticed water droplets on the cuvette segment tabs. The fse traced the water source to the sample probe wash station where he observed water splashed out of the wash cup and onto the tabs. The sample wash cup flow rate was checked at 26.5 ml/min (specification is 24.5 - 26.5 ml/min). As a precautionary measure since the flow rate was at the upper limit, the fse adjusted the flow rate to 24.5 ml/min and confirmed no further splashing occurred. The fse provided images that confirmed charring at the connector end of the pm sensor assembly and a video clip which demonstrated the splashing observed at the sample wash cup. A review of the analyzer service history was performed and no issues on or around the date of the event were found. There were no subsequent reports of smoke/burn issues with the pm sensor assembly since the assembly was replaced. The architect system operations manual provides labeling with regard to electrical hazards, emergency shutdown, and operator responsibility. The manual also provides probable causes and troubleshooting for pressure error 3382, which includes loose/leaking/damaged reagent probe tubing; damaged or misaligned reagent probe; and hardware failure. The architect c16000 system service and support manual provides adequate information regarding the replacement of the pm sensor assembly and the verification of the sample wash cup operation. Isa 127-028 c16000 preventive maintenance and total call procedure provides instruction for annual maintenance procedures including procedures for the wash cups. A review of the 2016 ul certification memo shows adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed charring on the pm sensor assembly was limited to the connector area of the part. A review for similar complaints for both parts for the past 5 years identified four additional complaints for a smoking/burning pm sensor assembly; however, all had different failure modes with no deficiencies identified. There were no complaint trends identified for the architect c16000. Based on this investigation no malfunctions or deficiencies of the pm sensor assembly, the sample wash cup, or the architect c16000 were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.